Event description:
It was reported that during a da vinci-assisted radical prostatectomy (with lymphadenectomy) surgical procedure, the customer stated that they were getting repeated non-recoverable 307 errors intermittently. Technical support engineer (tse) explained that they were able to see the errors in the event logs and would open up a service request for the field service engineer (fse) to follow up. The procedure was completing as planned with no reported injury. Intuitive surgical inc. (Isi) obtained the additional information: the site is a teaching facility and always has two consoles. Only one surgeon was operating on the surgeon side console (ssc2). There were no other issues experienced. There are no videos available.

Manufacturer narrative:
Based on the claim against the product by the customer, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the video slice (vsl). The system was verified and ready for use. The unit was analyzed and the 307 error was found indicating a fault with vbl5, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a golden system, and the error was not triggered. The system was then power cycled 10 times, the 307 error was not found and unable to be replicated. The touchscreen telestration functioned with no issues.